Manufacturer narrative:
The cleartrace ECG electrodes were discarded by the end-user ; therefore, an investigation on the suspect device cannot be completed. The lot number of the electrodes initially delivered is unknown therefore a DHR/lhr, device history record/lot history record, review cannot be accomplished. The patient prepared the ECG site by cleaning the site with soap. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Storage conditions can also affect the gel of the electrodes which may be another possible cause of this incident. The IFU states that the, "electrodes should not be utilized if the gel is dried out. Avoid storage of electrodes where they may be subject to excessive heat or cold. Electrodes should be stored in unopened pouches at room temperature." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The patient reported a skin allergy to paper tape. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Not returned to manufacturer.

Event description:
It was reported, "patient complaint that supposedly involved conmed electrodes used in conjunction with the act iii sensor. The cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient called to report a skin irritation from ECG electrodes. The patient reported redness, itching, dry/flaking/peeling skin, bleeding/fluid discharge, and open sores." Cleartrace ECG electrodes (catalog number 1700-005, lot number not available) were potentially utilized. The patient reported seeing her medical professional for treatment of the irritation. The patient was prescribed an over the counter antibiotic cream and prescription bactroban to treat the skin irritation. No photographs are available of the reported skin irritations. The electrodes were not returned to lifewatch services; therefore, the electrodes are not available for evaluation by conmed corporation.